Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that shortly after the total parenteral nutrition (tpn) tubing was primed and started at 2100, the device alarmed disconnected. When the nurse opened the module door and removed the tubing to check for any problems, it came apart at the pump segment. Tpn started pouring out, tubing was clamped, and a low-dose epinephrine bolus was administered to the patient due to low blood pressure. A bag of dextrose 10% was primed and attached to the patient until the ordered intravenous fluids could be obtained from the pharmacy. The tpn could not be restarted. The event occurred in pediatric cardiothoracic intensive care (pctu). Although requested, additional information was not provided.